Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was accidentally unplugged and then shut down. They called (B)(6) because they were getting a "network service disconnect" error message when trying to launch the cns software. Re-seating the network cables on the switch resolved the issue. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was accidentally unplugged and then shut down. They called (B)(6) because they were getting a "network service disconnect" error message when trying to launch the cns software.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was accidentally unplugged and then shut down. They called nk because they were getting a "network service disconnect" error message when trying to launch the cns software.

Manufacturer narrative:
Additional narrative: the customer reported on (B)(6) 2018 that they are unable to launch cns software and are receiving a network service disconnect error when launching the cns software on pu-621ra;sn:(B)(6). Service requested: troubleshooting/assistance. Service provided: troubleshooting discovered the cables were not fully connected. Cables were reseated and the cns was able to start the software and monitor devices. Investigation result: the root cause is determined to be user error. The end user ungracefully exited the system and the cable was not appropriately connected. Issue was resolved upon reseating the cables. A review of device history found no previously similar reported issues with the unit or nka servicing. Pu-621ra is the main unit for cns-6201a. The cns-6201 service manual version g mentions the appropriate method to shutdown the system and to check for all the connections before operation under general handling precautions. Based on the given information, this issue is not suspected to be caused by deficient device or design. Correction: f9. Approximate age of device: incorrectly calcuated. G4. Date received by manufacturer: should be 05/23/2018 not 06/20/2018 as listed on MDR initial report.